Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the information available and since the device was not available for return for further investigation, the definitive root cause of the event cannot be established at this time. However, form the document review performed; no manufacturing deficiencies were noted. As reported, patient's annulus was heavily calcified, and it was extensively decalcified. Furthermore, the aortic site required repair with a few 4.0 pledget prolene sutures during the surgery. It should be noted that site also assessed the event as definitely related to the implant procedure. As such, it is possible that the cause of the reported event is related to elderly patient's fragile tissue as well as implant procedure.

Event description:
The manufacturer was informed of the following event through mantra study database. Reportedly, a perceval plus valve size l was implanted in the patient on (B)(6) 2024. Based on the information received, patient had cardiac tamponade/hemodynamic instability and acute blood loss anemia during the same day. Actions taken included change/added medication; surgical procedure-opened patient chest at bedside and did cardiac massage; and transfusion. As reported, patient ultimately passed away on (B)(6) 2024. Patient's clinical history included coronary artery disease; systemic hypertension; diabetes mellitus: type I, non-insulin dependent; dyslipidemia; stroke; malignancy; bleeding disorder; percutaneous coronary intervention: stenting; coronary artery bypass graft (CABG); and patient was nyha class I. Based on the further information available form patient report, patient's annulus was heavily calcified. Reportedly, annulus was extensively decalcified. After the implant of perceval, surgeon was pretty pleased with the result considering the amount of calcification. Reportedly, the aortic site required repair with a few 4.0 pledget prolene sutures. Ultimately, patient tolerated the surgery well and was transferred to ICU in good condition. Patient emerged from the operating room on a bit of dobutamine and unfortunately pressor requirements escalated very quickly. The chest tube output was significant. As such, patient's chest was opened at the bedside which revealed cardiac tamponade and cardiac massage was performed but unfortunately, they could not keep up with the blood loss and patient ultimately passed away.